Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The back light functions properly during testing. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 1.8 mmol/l to 3.3 mmol/l. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 6.4 mmol/l at the time of the call. The customer was assisted with troubleshooting stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Customer was alleging that the insulin pump over delivered insulin. Customer also reported that he was medical treatment and emergency medical service was dispatched due to low blood glucose event that was 2 to 3 years ago. He was treated with fluid and he was brought to the hospital and was discharged after a few hours. The product was returned for analysis.